Event description:
It was reported that the patient passed away due to cardiac arrest. The patient died after recurrence of ventricular tachycardia that degenerated into ventricular fibrillation. The pump was working as intended during time of support, the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death and arrhythmia. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.